Manufacturer narrative:
D4: lot number added d4: expiration date added g2: report source added h4: device manufacture date added aware date was used as event date as actual event date was not known.

Event description:
It was reported via the patient call center that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately two years post procedure, the patient experienced a transient ischemic attack that lasted 20 minutes with loss of left side and speech. The patient was taking aspirin at the time and went to the emergency room. The patient has a follow up appointment schedule with the internist to follow up.

Event description:
It was reported via the patient call center that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately two years post procedure, the patient experienced a transient ischemic attack that lasted 20 minutes with loss of left side and speech. The patient was taking aspirin at the time and went to the emergency room. The patient has a follow up appointment schedule with the internist to follow up.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.